Event description:
Pt was undergoing CABG procedure using a oxygenator and the co device in a heparinized circuit. Clinician preparing lima prior to the start of the CABG procedure. It was reported that there was no venous canulation in the right atrium or ivc/svc. During the lima procedure the pt arrested. A vent sucker was inserted into the right atrium directly to provide some venous return to the oxygenator. After initiating venous return to the cardiotomy filter, a non-vented cap blew off the top of the device. Blood loss to the floor prompted an oxygenator-change-out, to another co's bubble oxygenator. Pt still on bypass and CABG procedure. It was subsequently revealed that the pt expired.